Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge was filled with approximately 470 units. There was no impact to the customer's blood glucose level. The customer successfully reloaded the cartridge and resumed insulin delivery.